Manufacturer narrative:
If additional info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that: "pt stated that she has been experiencing pain down her leg and wanted to know if her implants were part of the recall."